Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-07791. Follow up information identiifed the patient was experiencing new pain thus surgical intervention was delayed for the patient to undergo imaging.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-07791. It was reported the patient underwent surgical intervention on (B)(6) where the lead was revised due to lead migration (reference MFR. Report: 1627487-2018-04100 and 1627487-2018-04101) and since then the patient has not had effective stimulation. Reprogramming and troubleshooting was unable to resolve the issue. The physician determined the patient will need a lead revision in the future. Surgical intervention may be pending to address this issue.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-07791. Follow up information identified additional imaging was performed and showed no lead migration and no other anomalies. Surgical intervention is planned for (B)(6) 2018.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-07791. Follow-up information revealed the patient decided to undergo surgical intervention where the system was explanted.